Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a routine generator changeout, the patient presented with noise on the atrial lead which was reproducible with isometrics. The lead would continue to be used and monitored. The patient was stable.